Event description:
Pt with history of non-malignant pain had morphine pump refilled prior to leaving on vacation. While on vacation, he was changing a flat tire on his mobile home and collapsed, unable to get up. The pt was taken to a local hosp, but the pt's primary care physician was not notified at this time. The pt underwent extensive testing to determine the cause of weakness and limited motion in his legs. The local hosp eventually removed the pt's infusion pump for reasons unk. Several days after the initial event, the pt awoke one morning and was paralyzed from about t12 down. At this point, the local hosp contacted the pt's primary care physician to obtain a med history, and the pt was transported to other care facility. An magnetic resonance imaging was performed which showed that the pt had sustained spinal cord damage caused by the formation of a syrinx in the spinal cord. The hlth care provider was unsure of whether the formation of the syrinx was related to the positioning of the intrathecal catheter, or whether the formation of the syrinx was related to the positioning of the intrathecal catheter, or whether it was an independent med event. The hlth care provider last saw the pt last summer while the pt was in rehabilitation. The pt remains paralyzed from t12 down, and no further info on this pt is available.